Event description:
The following was reported to hamiton medical ag: when unit turned on on user mode it starts alarming with red banner self test failed /buzzer defective. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).